Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor an elderly male patient (age unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including functionality stress testing and power cycling without duplicating the report. An internal inspection found all power related components intact, but we did observe a plastic connector from a shield loose inside the device. Difficult to establish a relationship but it was replaced nonetheless. The device was recertified and returned to the customer. The clinical logs were not provided and no power related accessories were returned as part of this investigation. No trend is associated with reports of this type.